Event description:
It was reported to medtronic minimed that the customer experienced failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer called back after receiving a replacement battery cap. Customer continued to experience battery failed alarms after inserting a new battery with the new battery cap. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box 2. Section h9 - added battery depletion recall number test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the self test and active current measurement test. The pump failed the sleep current measurement test due to moisture damage on electronic assembly. The pump was monitored and no failed battery test noted during testing. Successfully downloaded history files and traces using thump software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is not within specs. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1 and force sensor noted. ¿ the pump was received with minor scratches on lcd window, cracked keypad overlay and scratched case. Failed batt test (58) alarm was found in history file on event date due to battery issues/power issues. In summary, customer alleged failed battery test not confirmed. Expose to moisture on force sensor and electronic assembly noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.